Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. A product sample was received for evaluation. Performed functional check and visually inspected the pump. During functional testing, the reservoir was filled with water; the customer's reported problem could not be repeated. The root cause of the reported issue could not be confirmed. However, the downstream sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette. No adverse effects were reported.